Manufacturer narrative:
Result: the detachment handle funnel tab is fractured. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the detachment handle was found damaged upon opening the package. Evaluation of the returned device confirmed that the detachment handle funnel tab was fractured from the body of the handle. The cause of this product issue cannot be determined. The detachment handles are 100% functionally tested and all non-functional devices are rejected. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During an embolization procedure, the circulating tech opened a detachment handle and found it to be broken. The physician used another detachment handle to complete the procedure.

Manufacturer narrative:
Conclusions: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.